Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), air ingression was observed during dilator insertion. Troubleshooting was performed and was unsuccessful. The tsgc was replaced with another device to complete the procedure. During the procedure, 2 triclips were successfully implanted. While deploying third triclip, difficulty was encountered during grasping the leaflets. After multiple grasping attempts, a small chordae was observed floating in right atrium. The tr remained unchanged post procedure. There was no clinically significant delay reported.